Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user continued to have connection issues with the sensor receiving error messages. They will receive new sensors in 9 days. The user is to disconnect from the pump and return to backup therapy until the new sensors arrive. The user advised to call back for assistance with connecting the new sensors to the pump.